Event description:
The customer reported that during a hysterectomy, the jaws of the device became jammed. The device was cut from tissue. There was no patient injury.

Manufacturer narrative:
(B)(4). The incident sample has been requested but to date, has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.